Event description:
Related to MFR report # 2183959-2012-02067. It was reported by plaintiff's attorney that the plaintiff was implanted with an elevate on (B)(6) 2011 to treat her pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered severe and permanent bodily injuries and significant mental and physical pain and suffering. Plaintiff's attorney also alleged plaintiff experienced inflammation of the pelvic tissue, has undergone corrective surgery and hospitalization, and has suffered debilitating injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.